Event description:
Reporter alleged, the customer obtained discrepant blood glucose values of 137 mg/dl back to back with a result of 45 mg/dl, when testing was performed within less than 1 minute of each other on the advantage system. Reporter stated, the customer was experiencing hypoglycemic symptoms at the time of testing and gave customer orange juice and food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.